Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) female patient was experiencing chafing under the lifevest. The patient's nurse put some gauze over the irritated area. The patient also began changing her garments more frequently and using a cream. Follow-up indicated that the chafing was improving.